Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the cartridge was leaking at the connector due to the user connecting the cartridge to the connector outside of the chamber, and supplies were changed with insulin delivery resumed after education on proper setup. Symptoms included no change in blood glucose. Outcomes included no alarms and no medical intervention. Investigation included user interview and troubleshooting with education. Investigation of this case revealed user technique caused the leak and that correct assembly within the chamber prevented recurrence. It was concluded that the event was due to user error and that the device functioned as designed when used per instructions.